Event description:
The customer stated that she was hospitalized due to hyperglycemia. The reported blood glucose reading read "high". Troubleshooting was performed. The customer stated that she noticed resistance when she changed the infusion set prior to the event. It was found that the customer was unable to push insulin from the reservoir into the tubing. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our current knowledge.